Event description:
It was reported that the patient stated not being able to activate the pump of an inflatable penile prosthesis (ipp). The patient added that the physician could not activate the device either. Patient liaison provided reboot, burp and anti-stiction techniques which the patient followed to no avail. Patient liaison contacted the sales rep to meet up with the patient for further training and troubleshooting.

Event description:
It was reported that the patient stated not being able to activate the pump of an inflatable penile prosthesis (ipp). The patient added that the physician could not activate the device either. Patient liaison provided reboot, burp and anti-stiction techniques which the patient followed to no avail. Patient liaison contacted the sales rep to meet up with the patient for further training and troubleshooting. A month later the patient was still having problems getting the pump to pop and begin inflating as it popped at a varying number of pumps. The physician scheduled a revision of the pump and to verify there were no device leaks. During the procedure the pump was removed and replaced. The patient did not experience any further adverse events and was said to be doing well following the procedure.

Manufacturer narrative:
Product investigation completed. An allegation of a pump malfunction was reported. The ams700 ms pump was visually inspected and functionally tested. The pump was functionally tested and failed activation test, requiring more than 8lbs. Of force to activate. Product analysis confirmed a device malfunction with the pump. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient stated not being able to activate the pump of an inflatable penile prosthesis (ipp) since the first follow up visit. The patient added that the physician could not activate the device either. Patient liaison provided reboot, burp and anti-stiction techniques which the patient followed to no avail. Patient liaison contacted the sales rep to meet up with the patient for further training and troubleshooting. A month later the patient was still having problems getting the pump to pop and begin inflating as it popped at a varying number of pumps. The physician scheduled a revision of the pump and to verify there were no device leaks. During the procedure the pump was removed and replaced. The patient did not experience any further adverse events and was said to be doing well following the procedure. The pump was functionally tested and failed activation test, requiring more than 8lbs. Of force to activate. Product analysis confirmed a device malfunction with the pump.

Manufacturer narrative:
Product investigation completed. An allegation of a pump malfunction was reported. The ams700 ms pump was visually inspected and functionally tested. The pump was functionally tested and failed activation test, requiring more than 8lbs. Of force to activate. Product analysis confirmed a device malfunction with the pump. The product analysis results and event report provided no objective evidence that would warrant further escalation. B1, b2, b5, d7, h2, h10 updated. B5, h2, h10 updated.

Event description:
It was reported that the patient stated not being able to activate the pump of an inflatable penile prosthesis (ipp). The patient added that the physician could not activate the device either. Patient liaison provided reboot, burp and anti-stiction techniques which the patient followed to no avail. Patient liaison contacted the sales rep to meet up with the patient for further training and troubleshooting. A month later the patient was still having problems getting the pump to pop and begin inflating as it popped at a varying number of pumps. The physician scheduled a revision of the pump and to verify there were no device leaks. During the procedure the pump was removed and replaced. The patient did not experience any further adverse events and was said to be doing well following the procedure.

Manufacturer narrative:
B5, h2, h10 updated.

Event description:
It was reported that the patient stated not being able to activate the pump of an inflatable penile prosthesis (ipp). The patient added that the physician could not activate the device either. Patient liaison provided reboot, burp and anti-stiction techniques which the patient followed to no avail. Patient liaison contacted the sales rep to meet up with the patient for further training and troubleshooting. A month later the patient was still having problems getting the pump to pop and begin inflating as it pops at a varying number of pumps. The physician was going to schedule a revision of the pump and to verify there were no device leaks.